Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Upon review of this complaint, there was no alleged serious injury. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.